Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, oversensing of noise on right ventricular lead resulting in pacing inhibition. The patient was brought to the clinic and the noise could not be recreated. The device was reprogrammed. The patient was in stable condition.